Manufacturer narrative:
(B)(4).

Event description:
Additional information was received by the manufacturer representative (rep) indicating that the health care professional (hcp) did not perform any x-rays. The plan was to send the patient to another neurosurgeon for an evaluation. The patient was also asked to loose some weight. The patient had admittedly gained a significant amount of weight. At this time the doctor would consider trying trickle charging the battery and it was unsure if or when this would happen, there was no timeline. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported the implantable neurostimulator (ins) would not charge since (B)(6) 2015. Prior to then, the ins would last charged about 2-3 weeks. The patient could not charge the ins or turn the ins on with the patient programmer. There was no communication with the patient programmer and recharger. The patient had an overdischarged ins. The rep met with the patient and performed one trickle charge, and then the patient did not have time to do any additional ones and was sent home to perform more. It was noted the patient had wanted to do the trickle charges at home. When the rep followed up with the patient, he said he had done 8 to no avail. It was noted the patient had a full body scan of some sort in (B)(6), but he did not think it was an MRI. Since that, the ins had not charged. The patient was unsure if this was simply coincidence. The patient stated his pain doctor advised him against the scan. It was unknown whether the battery's current state was due to lack of charging or the scan. It was also unknown why the 8 trickle charges had not worked. The trickle charging began on (B)(6) 2015 and 8 sessions were performed in total over two days. The rep advised the patient once he began the sessions he could not stop. The patient was going to continue trickle charging and he may need a battery replacement. This was unfortunately a continued overdischarge issue. The rep was going to meet with the patient on (B)(6) 2015 to determine if there was an implantable neurostimulator recharger (insr), pocket, or patient compliance issue. It was noted the patient could be a hot head a got angry quickly. When the rep met with the patient regarding the overdischarge, it was confirmed that 8 60-minute trickle charges were attempted and nothing was happening. They tried an antenna locate feature and the patient was getting 28 and 36. While on the call, they got 36, 36, 36 when doing the antenna locate feature. Technical service reviewed the antenna locate feature indicated poor coupling. The ins was deep and it was difficult to determine where the ins was. The patient was getting 6-8 coupling boxes before. It was noted the patient did have a fall a couple of weeks prior to (B)(6) 2015 and hit the top side of his back. The patient fell on his right to mid-section on the right side and the ins was located on the left side. The ins felt solid in the pocket site. The patient had not had an x-ray yet. At the time of the report, the issue was not resolved. No surgical intervention occurred and it was unknown if any was planned. Relevant medical history included chronic low back pain and spinal pain.